Event description:
Reportedly, the valve was explanted due to severe central leakage. Implant/explant date unknown. Valve was replaced by same model and size device. Patient is reported to be doing "ok".

Manufacturer narrative:
Device not returned.